Event description:
It was reported that the patient passed away. No additional information was provided.

Manufacturer narrative:
Section a4: patient weight estimated based on 2019 clinical data. Manufacturer's investigation conclusion: a specific cause as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2020. Multiple attempts to gather additional information was attempted; however, none was provided. No product is available for investigation; however, in the event that heartmate ii lvas, serial number (B)(6) is returned this complaint will be reopened. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 11dec2017. The heartmate 3 lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.